Event description:
It was reported that the 9800 system does not show images. It was noted that a board was replaced on a previous service call. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated video controller pcb, system interface pcb and all connecting cables. The system was tested and found to be working as intended and placed back into service.